Event description:
Subsequent to the initial medwatch report, additional information reported that this stent was implanted first; however, because the stent did not appear to be a 10 x 40 mm, an additional 10 x 40 mm absolute pro stent was implanted inside the stent to treat the lesion.

Manufacturer narrative:
(B)(4). The incident information has been reviewed, however, the product was not returned to abbott vascular for analysis as it was discarded by the account. Return of the self expanding stent system (sess) may have further aided the investigation. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted a stent is deployed in the left iliac artery. The size of the stent does appear to be 10/20mm. Another stent is then deployed inside the initial stent. This stent appears to be the 10/40mm size. The reviewer concluded that assuming that the initial stent implanted is the one referenced in the incident description, the images are consistent with this description. The reported appearance of an undersized stent post deployment profile may be the result of, but not limited to manufacturing, lesion calcification, incorrect vessel diameter size measurement, incorrect product size selection. To ensure all products perform according to specification, a sampling of units is destructively tested to verify uniformity of expansion. Additionally a sampling of catheters is destructively tested to verify proper stent deployment. In this case, a review of the lot history record for the absolute pro did not reveal any non-conforming material report (ncmr) issues with the lot, indicating all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any similar incidents with the lot, suggesting that there is no lot specific product quality deficiency. Review of the shipment to the account records verified that the hospital received several units of absolute pro 10/40 lots and several units from an absolute pro 10/20 lot. Therefore, in review of the shipment records, this may suggest that a potential mix-up occurred at the hospital. In this case, it is possible that the 10/40 and 10/20 absolute pro products were selected for use during a different procedure at the hospital, the 10/40 was used but the 10/20 was not and remained sealed. Then during clean up post-procedure, the 10/20 pouch and catheter were inadvertently placed back into the 10/40 chipboard box and re-shelved in inventory, however, this cannot be confirmed. Although a conclusive cause for the reported complaint cannot be determined, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the 10 x 40 mm absolute pro stent was implanted successfully in an un-specified lesion; however, on angiography it was observed that the stent size appeared to be 10 x 20 mm. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.